Event description:
It was noted that the patient presented in-clinic for a scheduled left-ventricular (lv) replacement procedure due to discomfort from extra-cardiac stimulation. As a resolution the lv lead was explanted and replaced with a left bundle pacing (lbb) lead. The patient condition was recovering.